Event description:
A 71-year-old female with an indication for impella cp support due to acute myocardial infarction complicated by cardiogenic shock (pre-support clinical state consistent with scai shock stage e) underwent percutaneous right femoral arterial placement of an impella cp device. Less than two hours after implant, the bedside nurse reported red-tinged urine and significant oozing at the groin access site. An echocardiogram performed during support noted that the pump appeared "a little deep." The managing physician was notified and was awaiting further clinical decision-making at the time of reporting. Hemolysis was identified based on the presence of tinged urine during impella support. No blood products were administered, no anatomic abnormalities of the heart were reported, and no organ damage was documented. Imaging was available and used to assess pump position; however, good pump position during the period of hemolysis was not confirmed, and whether the device was contacting the mitral apparatus was unknown. Repositioning and resolution of the positioning issue were not documented. The device remained in place and was not removed due to the reported failure mode. The impella cp was successfully weaned, and the patient survived. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, scai shock stage e), hemodynamic instability, anticoagulation status, and potential device position.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of minor bleed/patient-device interaction was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
Updated clinical narrative: a 71-year-old female with an indication for impella cp support due to acute myocardial infarction complicated by cardiogenic shock (pre-support clinical state consistent with scai shock stage e) underwent percutaneous right femoral arterial placement of an impella cp device. Less than two hours after implant, the bedside nurse reported red-tinged urine and significant oozing at the groin access site. An echocardiogram performed during support noted that the pump appeared ¿a little deep.¿ the managing physician was notified and was awaiting further clinical decision-making at the time of reporting. Hemolysis was identified based on the presence of tinged urine during impella support. No blood products were administered, no anatomic abnormalities of the heart were reported, and no organ damage was documented. Imaging was available and used to assess pump position; however, good pump position during the period of hemolysis was not confirmed, and whether the device was contacting the mitral apparatus was unknown. Repositioning and resolution of the positioning issue were not documented. The device remained in place and was not removed due to the reported failure mode. The impella cp was successfully weaned, and the patient survived. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, scai shock stage e), hemodynamic instability, anticoagulation status, and potential device position. It was later reported that the reported hemolysis resolved after a few days and pump repositioning. The patient also had shock liver contributing to the hemolysis.

Manufacturer narrative:
B5 was updated. H6 code e0506 and a01 were added.

Manufacturer narrative:
H6. Health effect impact code: f26 has been replaced with f12.

Manufacturer narrative:
D4 UDI revised.

Event description:
Hemolysis was resolved after a few days and pump reposition. Pt also had shock liver contributing to the hemolysis. The device was discarded.

Manufacturer narrative:
B5 updated with additional information received from the clinical site. D4 revised.